Manufacturer narrative:
The returned sample was visually inspected and determined to be a non-valved 23 gauge trocar, not a 23 gauge valved product. It contained a cannula plug in the trocar cannula. The final customer lot was identified. The trocar product associated with the reported lot was reviewed and determined to be valved trocar products, and does not match the returned sample. The root cause for the reported leaking trocar is unknown. It is unclear if the returned non-valved trocar was thought to be a valved device. An internal investigation has been opened to address this issue. (B)(4).

Event description:
This is the third of three reports for the same surgical procedure.

Event description:
A healthcare professional reported that during a vitreoretinal procedure the valve began to leak which made the eye go soft. The surgeon replaced the valve with a new one and it began to leak also. A plug was inserted in the valve and the procedure was completed. Additional information has been requested. This is the second of three reports for the same surgical procedure.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).